Manufacturer narrative:
Per the user guide: you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 368 mg/dl. Ketones were present. Customer went to the emergency room (ER) and was administered an insulin injection. After being in the ER for 1 day (not overnight), the customer left feeling better. Bg was 127 mg/dl. Contact alleged pump was not delivering insulin. System check was performed with tandem technical support and no device issues were identified. Contact reported that prior to going the ER, a resume pump alarm was received after changing the cartridge. Upon follow up, customer's healthcare provider (hcp) suspected hormones were a cause of the event and pump settings were reviewed. Hcp and contact did not suspect the pump was cause of ER visit.